Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the connector was noted to be obstructed with blood. The distal conductor of the lead became extrinsically distorted and fractured due to pulling/stretching/overstress. Visual summary analysis of the lead indicated stretching and damage at implant. The analyst noted that the guidewire insertion test result was failed. Destructive analysis was performed and the analyst found blood obstruction in the distal conductor.

Event description:
It was reported that during an attempted implant, the guidewire advanced well in the left ventricular (lv) lead during placement, however after several minutes and a lead dislodgement, the guidewire was noted to be very tight within the lv lead making it difficult to advance. The lv lead was removed and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID cd1211 competitor implantable cardioverter defibrillator implanted: 2010 (B)(6). (B)(4).